Manufacturer narrative:
Other, other text: b5: additional information received via email on 11-oct-2021: no patient involvement. The issues were discovered during in house inspection/testing process. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. There was a constant -air in line- error alarm during investigation. Air detector sensor was defective and inoperable so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited? Air in line" alarm even after priming. No adverse effects reported.